Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side intracapsular rupture, silicone migration, ¿lymph node growths up to 13mm¿, ¿silicone signal recognizable along the course of the internal mammary chain to a lesser extent in the armpit¿, mastodynia, and pain. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 h6 laboratory analysis summary device photograph(s) for the device related to the reported event of silicone migration, rupture, pain, lymphadenopathy and double capsule was reviewed on september 16, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ pain: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ double capsule: unable to observe. ¿ rupture/silicone migration: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side intracapsular rupture, silicone migration, lymphadenopathy, mastodynia, and pain. The device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy mastodynia, pain.